Event description:
It was reported that the user experienced prolonged hyperglycemia after a normal meal while using the ilet with a 23-inch teflon infusion set; no device alarms were reported, and the user subsequently disconnected and administered a subcutaneous injection of short-acting insulin before later changing pump supplies and resuming therapy with blood glucose improving to 108 mg/dl. Symptoms included headache associated with elevated blood glucose. Outcomes included temporary interruption of pump therapy and use of backup insulin to correct hyperglycemia, with no medical intervention or hospitalization. Investigation included user interview, review of use history as described by the user, and guided troubleshooting and education. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined; the infusion site removed showed no visible abnormality and insulin delivery appeared to resume after a supply change. It was concluded that the event was hyperglycemia of unclear cause with resolution after supply change and external insulin correction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.